Event description:
Caller reported an error with their continuous glucose monitor. There was no reported impact to the customer¿s blood glucose level. Technical support provided the customer with instructions for a pump reset and guided them through the process, but the customer was unable to complete the reset and planned to call back for further assistance. Upon follow up cts provided complete pump reset information. Cts walked caller through pump reset. Cgm error code did not reappear after the pump reset. Caller successfully started their sensor session.